Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the potts scissors instrument was having trouble cutting the ureter. The instrument was tearing the ureteropelvic junction (upj) tissue instead of providing a clean cut. This required a second cut and a wider excision of tissue. A backup instrument was then utilized, causing a procedural delay due to the instrument exchange. There was no bleeding or adverse impact on the patient as a result of this event. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the potts scissors instrument with an alleged issue to perform failure analysis. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The potts scissors instrument was analyzed and found to have multiple indentations/burrs at the midpoint, tip, and base of the blades. The blades were not found to be bent. Components adjacent to the indented blades did not show damage. The complaint was confirmed by failure analysis.